Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose and also had a under delivery. Customer¿s blood glucose level was 28.8 mmol/l at the time of incident and the other blood glucose level were 24 mmol/l. 2.4 mmol/l, 26.9 mmol/l and 4.3 mmol/l. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer stated that auto mode feature was on. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical room dispatched as a result of high blood glucose level. Customer stated that their was presence of air bubbles. Customer reported insulin exited at the quick release. The reservoir will not be returned for analysis.